Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called to report that they are experiencing low blood glucose levels. Customer's blood glucose reading was 37 mg/dl. Customer stated that his low blood glucose issues began after his doctor changed his basal rates. Customer treated his low blood glucose with a glucose tablet. Customer stated that he has been experiencing low blood glucose since (B)(6). Customer's blood glucose at that time was 74 mg/dl. Product is being returned and replaced.